Manufacturer narrative:
Customer's bottle was reported to have been opened on an unk date but called on 12/2/96. Use-life date expired on at least 4/2/97. As of 4/15/97, return product has not been received. Dsi could not confirm complaint based on retention sample test results. No further investigation possible.

Event description:
A pharmacist reported that a customer returned a box of test strips because the results of a normal control solution test were out of the normal control range (no specific result available. The pharmacist did not know whether the control test results were out of range on the low or high end of the control range. Because the customer was upset, the pharmacist processed a full refund for the strips. The pharmacist did not have a customer name or telephone number. For this reason the rep cannot contact the customer for more specific info.